Event description:
It was reported that(1) device was used during an unk procedure. It was reported by the affiliate that the al326 instrument clips were closing before leaving the device. There was no consequence to the pt.